Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient was experiencing pectoral stimulation and after a review of the implantable pulse generator (pacemaker), it was determined that it switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended device replacement as soon as possible, as the patient's therapy cannot be guaranteed on this mode. Subsequently, this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was experiencing pectoral stimulation and after a review of the implantable pulse generator (pacemaker), it was determined that it switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended device replacement as soon as possible, as the patient's therapy cannot be guaranteed on this mode. Subsequently, this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. B3 (date of event) was updated to the date the analysis found the complaint device started to have a rise in the battery power consumption. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.